Manufacturer narrative:
The device was returned for analysis, and visual inspections were performed on the returned device. The reported difficult to remove device could not be replicated in the testing environment as it was based on operational circumstances. The reported material separation-foot was confirmed as posterior foot separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulty; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2921 was removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. No suture was present when the plunger of the second proglide device was removed. The suture of the third proglide device was successfully pre-placed, the lever was returned to its original position to close the foot; however, the device was difficult to remove. The proglide device was pulled and was able to be removed but the posterior foot was noted to have separated from the device. The suture of a fourth proglide device was successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures; however, no pulse was noted on the leg. Surgery was performed at the access site. The broken foot plate was found to have occluded the vessel and was removed from the patient's anatomy. There was no tissue damage. There was a reported clinically significant delay in the procedure or therapy. The patient was admitted, length of stay was extended. Patient is doing fine. No additional information was provided.